Manufacturer narrative:
An event regarding crack/fracture involving a other hip instrument was reported. The event was confirmed. Visual inspection shows that retaining clip on one arm broke. No medical records or x-rays were made available for evaluation. A review of the device history records could not be performed as no lot information was provided. A complaint history review could not be performed as no lot information was provided. Visual inspection confirms that retaining clip on one arm broke. Mar concluded that the device broke due to fast-fracture overload. The direction of fracture propagation was consistent with the direction of spring deflection during loading. The eds spectrum and material hardness were consistent with 17-4 ph stainless steel alloy and the drawing requirements, respectively. No material or manufacturing defects were observed on the fractured spring.

Event description:
It was reported that the retaining clip on one arm broke.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the retaining clip on one arm broke.